Event description:
It was reported that a user experienced a pairing failure while attempting to connect a freestyle libre 3 plus sensor to the ilet, consistent with an intermittent communication issue associated with the device¿s electrical/magnetic components and antenna; the user re-scanned with support and successfully paired, after which a standard warmup period was explained. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving electrical/magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.